Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Following fields deleted: reason for no eval code

Event description:
It was reported that during a post-op follow-up, high capture threshold and decreased r-wave amplitude were observed. Lead dislodgement was suspected, but was unclear despite an x-ray. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.